Manufacturer narrative:
D4, d9, h4: lot number, manufacturing and expiration dates.

Event description:
It was reported that, during a thr surgery, the femoral head/neck impactor replacement tip broke. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem. After visual inspection of the returned device did not confirm the stated failure. There is nothing broke off or no the device. The device is intact. The device shows no signs of wear or use.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a fem hd/neck impctr rpmt tip is broken. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable; and therefore, there was no serious injury. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous report. The associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure. There is nothing broke off or no the device. The device is intact. The device shows no signs of wear or use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. No defects were found on the returned device, therefore no factors that can contribute the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a thr surgery, the femoral head/neck impactor replacement tip broke. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.